Event description:
It was reported that at the end of a procedure the system turned off. The procedure was completed with a different device. No harm to the patient reported. Additional information was not reported.

Event description:
The procedure was completed using extraction baskets.

Manufacturer narrative:
The unit was tested and found to have a low water level. There was no further information reported.

Event description:
Type of procedure: kidney stone operation. Inconsistent information regarding completion of case.